Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient with an external neurostimulator. It was reported that the patient's lead was placed through the needle and the needle was being withdrawn when the lead became stuck in the needle causing the lead to stretch and pull out of the patient. It was confirmed that the lead was pulled from the patient and the needle was placed into the foramen and tested for accurate placement, then the new lead was placed. It was stated that the procedure being performed was a basic evaluation and a new lead was used. There were no further symptoms or complications reported or anticipated. Additional information from the manufacture representative (rep) and it was reported that the healthcare professional (hcp) attempted to remove the lead without stretching beyond use, but was unable to do so. The rep noted at that time the hcp decided to use a new lead after placing the needle in the correct location.